Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display anomaly. Customer was assisted in troubleshooting for flashing/white/blank display. Customer's blood glucose level was 148mg/dl. Customer stated that screen was flashed twice the day prior to call. Customer also stated the insulin pump suspended insulin delivery without alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.